Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a chemotherapy infusion contained a combination of ifosfamide (9500 mg) and mesna in a 1 liter bag for a total volume of 1180 ml, and was expected to infuse over a 24 hour duration, however it finished 7 hours early. As the bag contained a combination of two medications, the user programmed the pump in the oncology profile based upon ifosfamide settings. After the event, the devices and administration set were initially sequestered, pharmacy inspected the tubing, found no apparent issues, and discarded the set. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of a chemo infusion ending earlier than expected was confirmed. Analysis of the pcu event log shows the infusion was programmed for a 24 hour duration but ended approximately 17 hours and 4 minutes after the infusion was started due to the user channeling the device off. The reason it was turned off earlier than expected could not be determined from the log. There were no air in line alarms observed in the log prior to the device being channeled off and there was no indication that the bag was empty. The infusion ran from 2:06 pm on (B)(6) 2017 until 7:46 am on (B)(6) 2017 and recorded an infused volume of 838.675ml during this period. The starting volume of the fluid container cannot be determined through device logs. The root cause of the infusion ending earlier than expected was not identified. No device was returned for investigation. No devices received, log review only.

Event description:
After internal hospital review, the customer determined the event was not a pump issue, and stated no further investigation was requested.